Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Ovation devices were implanted to treat an abdominal aortic aneurysm on (B)(6) 2018. On (B)(6) 2018 the patient was re-admitted for lower limb claudication. The device was noted to have been implanted about 5 mm too low, as a result in-folding of the second sealing ring. A secondary procedure is being planned. No further information is available at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
A secondary procedure was performed and a non- endologix (palmaz) stent was implanted to resolved this leak. Patient did well post re-intervention there have been no additional patient sequelae reported.